Event description:
Cath lab tech setting up for heart cath. While gently tapping the pressure line to remove excess air, tip broke off. No excessive force was used.this facility has had multiple similar problems with this manufacturer's product over the last month. The manufacturer has been notified and products have been returned.